Event description:
The customer reported to olympus, the 4k camera head plug was bad. There were no reports of patient harm.

Manufacturer narrative:
The customer returned the subject device to the servicing group for the issue of "bad plug." This was inspected and the user's request was confirmed as e224 (communication error) displayed on the monitor however image was present due to a faulty cable. A device history record review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.